Event description:
A radial jaw was used for a diagnostic bronchoscopy. During the procedure, the forceps became lodged in the pt. The handle of the device was cut so that the forceps could be removed.